Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and no device problems were confirmed. The downstream occlusion sensor/cassette detector was replaced as a preventive measure because of several alarms noted in the device event history.

Manufacturer narrative:
Information was received on 19-aug-2020 indicating event date.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that 100 cc was left in the pressure chamber of the level 1 trauma fast flow system (h-1200). A 350 cc blood bag was used on the patient. Several bags had to be used as 100 cc was remaining in each. No patient injury or complications were reported in relation to this event.